Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional indicated that the patient¿s implantable cardioverter defibrillator (ICD) was ¿malfunctioning¿ with ¿pacing all over the place¿ and a dropped beat on the current electrograms (egm). Upon review, it was noted that the ICD was functioning as programmed. The ICD remains in use. No patient complications have been reported as a result of this event.